Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: samples received: 1 opened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Received one open sample with the aluminium pack stuck to the paper foil. The sample received has the first pack sealed to second pack in the 4th sealing. This is the result of a defect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an isolated incident and while batch is not effected. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated corrective action.

Event description:
Country of complaint: norway. The cellophane packaging with the ligature reel are stuck to the outer packaging.